Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overpressure probable root cause: 1. Pressure sensor malfunction / out of calibration 2. Software malfunction 3. Use error 4. System design 5. Unwanted movement of internal components / wiring 6. Pressure button does not disengage 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 8. Venting valve system or overpressure alarm failure 9. Safety valve or regulator malfunction 10. Hpu or lpu assembly malfunction 11. Ppv failure 12. Manufacturing/ service error the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was overpressure.